Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) check / rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead appears to be atrial undersensing at times on the stored electrograms (egm's). Follow up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office recently and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.